Event description:
Series IV step screw was found to be broken at time of follow up. However, surgery was to exchange i.m. Nail due to deep infection (osteomyelitis). The broken screw was also replaced. No product defect indicated.